Manufacturer narrative:
Tech found that when he set the brakes, he could push the bed sideways and could hear the casters clicking. Replaced casters to resolve this issue.

Event description:
Complaint alleged that the tires were rotating while unit is in brake. No injury alleged.